Event description:
During service the pump has found to have failure code 810:11. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.